Manufacturer narrative:
On-site (field) investigation was not performed as this was a technical support call. The customer returned a follow up letter indicating that the air separator assembly was replaced but it did not resolve the reported filing program and filing of saline bag issues. The device is currently out of service and it is being used as a spare part machine. Additionally, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device history report review confirmed the labelling, material, and process controls were within specification.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during set up, and not during dialysis mode. The user visually observed the saline bag refilling with dialysate. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending, a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported that a machine gives intermittent filling programs during setup and the saline bag backfills when this issue occurs. The issue occurs intermittently and the biomed has not been able to duplicate it. A patient was not connected to the machine at the time of the incident.